Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter , so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he ran a control test and obtained a reading of 203 mg/dl at 3:00 p.m. On the contour next one meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next control solution from lot # 9bv2g39 for evaluation. The customer also returned the contour next test strips (lot # 9gpeg06), however, the returned test strips were different from the one involved in the event (lot # 9fpeg16a). Therefore, in-house test strips from lot # 9fpeg16a were also used for in-house testing. The returned meter was tested with the returned test strips and in-house test strips along with the returned control solution, which gave a satisfactory performance. All control readings obtained during in-house testing were properly marked as control tests in the meter's memory. Additionally, the device history records were reviewed for the suspected contour next one meter and contour next test strips, and no manufacturing anomalies were found.